Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed data: b.5, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was capsular contracture baker grade IV and "leakage of material". Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade IV and "loss of continuity and leakage of material". This record is for left side. The device remains implanted.